Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. Considering the surgical methodology, thedentist reported that the implant was immediately installed in analveolus with signs of injury/ infection.

Event description:
(B)(4) ¿ the dentist reported that 8 days after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed and occlusal overload has occurred. Moreover, 35n.cm of primary stability was achieved, the patient presented insufficient bone quality/quantity (bone type IV), bone graft was placed, immediate implant was performed and immediate load procedure was done.